Event description:
It was reported to philips that the device failed the operational check for invasive blood pressure. The device was evaluated onsite by a philips fse. The reported issue was confirmed.